Event description:
Acct reports that the adapter keeps "popping off". Unsure if that means that the adapter is separating from the IV catheter or if the tubing is separating from the hub of the adapter. No pt injury reported.